Event description:
During demonstration: activation of coagulation mode would shut down EKG monitor and require re-boot and whereas cut function would create interference but would not shut down EKG monitor. Swapping pulsar ii generator for pulsar I resolved the issue.

Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Event description:
During demonstration: activation of coagulation mode would shut down EKG monitor and require re-boot and whereas cut function would create interference but would not shut down EKG monitor. Swapping pulsar ii generator for pulsar I resolved the issue.

Manufacturer narrative:
Product event# (B)(4) testing performed: visual inspection device: peak plasmablade 4.0 demo product p/n: ps200-040demo lot# 52327 qty: 1 returned in bag and (B)(4) letter-sized envelope. Returned in single demo plastic bag - product was not double bagged or packaged in biohazard bag. Device had no evidence of use (i.e. Blood, tissue, etc.) On the tip, shaft, or handle. All components were intact and there were no missing parts. Functional inspection device was connected to a pulsar ii generator (ps100-102), eqp# 6794 (calibration due date: 09/2013) the device was activated in grounded saline at cut setting 10 and coag setting 10 and functioned as intended. Investigation conclusion: determine relationship, if any, of the device to this reported incident this investigation was performed on the plasmablade 4.0 demo device that was also associated with the generator interference with other equipment. This investigation confirmed the device functioned as intended. System approach: the rf energy is generated via the generator and delivered to the device for utilization and the device does not generate the rf energy on its own. Via the product analysis it was determined that the unit was delivering rf energy correctly into the fixed resistors and the device functioned as intended. Therefore, if rf energy was being delivered properly it is likely the set-up or environmental conditions of the or contributed to the incident rather than a failure of the products involved. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.